Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the supply line of a homechoice cassette without an alarm on several unspecified occasions during peritoneal dialysis therapy. The patient had stopped therapy and started over with all new supplies when the air was detected. The renal therapy service agent advised the nurse to check that the patient has all the clamps closed before start. There was no patient injury or medical intervention associated with this event. No additional information is available.